Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An effluent pressure low alarm and a waste bag pressure high alarm occurred during a routine hemodialysis treatment. Clear fluid was observed under the cycler. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge has not been returned at this time as requested. The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide if a leak is detected. A leak cannot be confirmed at this time. Regardless, blood loss should not occur if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff is aware of the event and will review with the operator how much time should be spent troubleshooting and performing manual rinseback. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.